Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd access system (was) was inserted. As the was was prepared for insertion of a 27mm watchman flx closure device and delivery (wds), a thrombus was visualized inside the was sheath. It was discovered that a miscommunication had occurred, and the patient did not receive heparin at the start of the procedure. The patient's activated clotting time (act) was out of therapeutic range, low at 194. The thrombus was aspirated through the was and heparin was administered. The physician allowed for thorough back bleed to ensure no additional clots had formed in the was. The wds was inserted, and the closure device was successfully released in the intended location. The patient was discharged.